Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 52mm shell; unknown cat#; unknown lot#; 36mm +5 v40 metal head; unknown cat#; unknown lot#. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that patient's right hip was revised due to patient complaint of pain.